Manufacturer narrative:
The initial event was reviewed by a party of subject matter experts including quality engineering, post market surveillance and clinical affairs and determined to be not reportable. The health hazard evaluation board met to discuss the event on 11/29/2016 and determined with further consideration that the existing risk is to be further evaluated and increased to a level requiring reporting. This explains the initial appearance of late reporting. It can be noted however that the 30 day reporting requirement has been met based upon the final decision date of 11/29/2016.

Event description:
Pediatrician contacted distributer from patterson dental with concerns that the 18000 dental chair may present a hazard for small children. If the pediatric patient wedges their legs between the arm rest and the provider while the chair is raised the leg may orient to a position that could result in injury. This is reported as concern; no injury reported.